Manufacturer narrative:
The implant has been placed in 22 position on 06/22/2017 and has been explanted on (B)(6) 2019. Broken screw inside the implant. The practitioner tried to use a rescue kit but he failed to remove the fragment of the screw. That is why, ultimately, the practitioner decide to remove the implant. All the products (implant, screw and abutment) haven't been returned to us. The breakage of the prosthesis was not caused by the anthogyr implant. Breakage may be the result of excessive force exerted on the prosthesis.

Event description:
Broken screw inside the implant. The practitioner tried to use a rescue kit but he failed to remove the fragment of the screw. That is why, ultimately, the practioner decide to remove the implant.